Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider (hcp, con) regarding the delivery of bupivacaine (40mg/ml, 39.596mg/day) in an implantable infusion pump with unknown indication for use. The error code 8476-motor stall was seen on the personal therapy manager (ptm) and the patient experienced burning in his back. The symptom onset was considered sudden. The reporter thought the burning was likely pain returning. The motor stall was confirmed upon interrogation. The patient did not have a recent MRI. The patient also heard beeping from the ptm, but the description was not consistent with pump alarms. The pump also had a constant beep. The managing hcp did not have after hours service. The reporter was going to discus options with patient . It was noted the pump was 44 months until elective replacement indicator (eri). No further information was provided. Additional information was requested from the managing hcp regarding patient identifiable information, device information, troubles hooting/actions/interventions required, the cause of the motor stall, and if the motor stall and burning/pain resolved.